Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult clip deployment and the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the clip was placed in the medial part of a2p2. During deployment, difficulty was met, and clip did not deploy. The atraumatic tip was trapped between the clip arms. Troubleshooting maneuvers were performed, but the tip was still trapped between clip arms. The delivery catheter (dc) handle was turned 360 degrees, and the clip was deployed, but at the same moment the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda) the mr returned to 4+. An additional clip was deployed medial to stabilize the first clip. Two more clips were implanted and the mr was reduced to 1-2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and the reported difficult to deploy appears to be related due to procedural circumstances as the atraumatic tip was trapped between clip arms. A definitive cause for single leaflet device attachment (slda) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.